Event description:
It was reported that during use of the cassette, a no message alarm went off that persisted no matter what the customer did. Even after the patient changed the cassette to another one, the alarm continued to sound. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: three (3) pictures were attached. Pictures were reviewed. Results: picture one (1) show the ay bag neck section of the cassette. Picture two (2) show front view of cassette product. Picture three (3) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or other defects were found. Accuracy test results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.